Event description:
Customer has reported leak test, failures, issues requiring intervention mid case at least once.

Manufacturer narrative:
During a procedure, the co2 absorbent canister failed and required intervention. No patient harm occurred. The device has not been returned for proper investigation.